Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an alert for high impedance measurements. A follow up in the clinic confirmed that noise occurred during body movement in the primary and alternate vectors. Reprogramming was performed at that time. Approximately a week later, the patient underwent a procedure in which this system was explanted. It was noted that there was an electrode conductor fracture. It is planned to place a new system in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in intact. Visual examination identified bubbles in the notch area next to the sense b electrode. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed all conductors were fractured in the areas of the observed curves approximately .85 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed fracture, noise and high shock impedance code.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an alert for high impedance measurements. A follow up in the clinic confirmed that noise occurred during body movement in the primary and alternate vectors. Reprogramming was performed at that time. Approximately a week later, the patient underwent a procedure in which this system was explanted. It was noted that there was an electrode conductor fracture. It is planned to place a new system in the patient. No additional adverse patient effects were reported.